Manufacturer narrative:
Section a4 and a5: unknown, information requested but not provided. Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted. (B)(6). Section h3: the device was not returned for evaluation as it was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling, prior to insertion of the preloaded monofocal intraocular lens (iol), model dib00, into the patient¿s left eye, a small defect was observed on the lens. An initial attempt was made to assess whether the defect could be removed with balanced salt solution; however, it did not resolve, suggesting a small, non-central crack. The scrub nurse reported no resistance during lens loading with balanced salt solution. The lens was explanted during the same procedure by cutting into sections and replaced with a new lens of the same model and diopter. No extra force was applied during delivery, and the damage was not attributed to use error. No patient injury was reported. No unplanned medical or surgical interventions, such as vitrectomy, incision enlargement, or sutures, were required. The complaint device was not available for return as it was discarded. No additional information was provided.